Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states left motor gearbox locked up, dealer states chair is used both indoors and outdoors and dealer states left motor gearbox locked up on them while they were leaving the hospital, dealer states end user told him he was thrown from the wheelchair and banged up his right knee, dealer states end user went back to the hospital to have his knee looked at but the hospital didn't find anything wrong except for bruising. Update from consumer affairs on (B)(6) 2016: end user did not receive medical intervention. Minor bruising alleged.